Event description:
Information received indicates the brake will not hold at the head end of the bed.

Manufacturer narrative:
The technician found the casters were cracked which prevented the casters from locking into brake. The technician replaced the head end casters to repair the bed.